Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with positional testing. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.